Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed a momentary pump stop event and associated alarms, however, a specific cause could not be conclusively determined. The submitted log file contained data from 11dec2020 to 14jan2021. Analysis of the log file captured momentary pump stop event, as well as associated alarms, on (B)(6) 2021 at 04:50:567. The event occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The patient remains ongoing on (B)(6) and no additional complaints have been reported at this time. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the low speed advisories and pump stop was not identified. The vad status was stable. The patient was monitored for 48 hours inpatient first on ungrounded cable and then 48 hours on grounded cable. No further alarms occurred, and the patient was discharged home in stable condition with no evidence of driveline fracture or pump malfunction.

Manufacturer narrative:
Pump exchange on (B)(6) 2020 reported under MFR report number 2916596-2020-02445.

Event description:
It was reported that the patient presented to the clinic and on interrogation there were 2 low speed advisories with a speed below 3000 rpms and low flow alarms with speed/flow recorded at 0. The event happened on (B)(6) 2021. There were no other events seen and the patient reported he did not hear any alarms. The patient believed he was most likely sleeping and connected to a/c wall power at the time. Technical services reviewed the log file and confirmed the low speed operation alarms and pump stop on (B)(6) 2021. The log did not have enough evidence to support a short to shield condition since the patient just had a pump exchange on (B)(6) 2020 due to an internal driveline fracture. Technical services stated that there were a few possibilities of what may have occurred. The pump¿s rotor ability to spin may have been prohibited by some material other than blood, if this occurred there would be an increase in power and a drop in speed, until such time as the material was no longer in contact with the rotor. There were no other unusual events seen within the log file since (B)(6) 2021. The vad was functioning as intended. The cause of the low speed alarms and pump stops was not identified. The vad status was stable and the patient was monitored for 48 hours inpatient first on ungrounded cable then 48 hours on grounded cable. No further alarms occurred. The patient was discharged home in stable condition with no evidence of driveline fracture or pump malfunction.